Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement procedure (reference MFR. Report# 1627487-2017-03628) the system diagnostics revealed high impedances on the lead. As a result, the physician explanted and replaced the leads with another model. Effective stimulation was restored postoperatively. The patient received two leads with a same lot number.